Event description:
A surgical technician reports a broken haptic was noted following insertion of the intraocular lens. Enlargement of the incision and sutures were required to accommodate removal and replacement of the lens. The surgeon does not feel the device caused or contributed to a serious pt injury. Additional information has been requested.